Manufacturer narrative:
(B)(4). The customer returned a guide wire and a catheter marked 8.5fr x 20cm on the juncture hub. The guide wire was through the catheter. The coil wire was stretched near the middle of the guide wire. The j-bend of the core wire was outside of the distal luer of the catheter. The core wire was separated adjacent to the weld at the distal end. Discoloration was observed at the broken end of the core wire, which is consistent with proximity to a weld. Microscopic inspection revealed a plastic deformation and necking of the wire in the area of the break. The distal weld appears full and remains attached to the unbroken coil wire. The core wire measured 60.1cm in length. Based upon the measured length of the broken core wire, no pieces appear to be missing. The outside diameter (od) of the guide wire measured 0.798mm, which met specification. A 0.032" guide wire from lab inventory passed through the distal lumen without resistance. A manual tug test confirmed that the proximal weld was intact. A review of the device history records for the guide wire and catheter did not reveal any manufacturing related issues. (Con't) other remarks: the IFU provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. It states that if resistance is encountered when attempting to remove the guide wire after catheter placement, the guide wire may be kinked about the tip of the catheter within the vessel. In this case it is recommended to withdraw the catheter relative to the guide wire about 2-3cm and then attempt to remove the guide wire. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire unraveled was confirmed through examination of the returned sample. The core wire was broken adjacent to the distal weld. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso (B)(4):1999 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges that the guide wire unraveled.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the guide wire unraveled.